Event description:
On (B)(6) 2007, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during a routine follow up visit, an ultrasound dated (B)(6) 2019, revealed aneurysm enlargement (5.8cm to 6.3cm). Follow up computed tomography (date unknown) revealed the patient had a type I endoleak with distal migration of the proximal neck of the graft (amount of migration is unknown). The physician reintervened on (B)(6) 2019, and implanted a gore® excluder® aaa aortic extender endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Correction b5.

Manufacturer narrative:
Concomitant medical products: patient medications: aspirin, calcium carbonate, celebrex, b12, vicodin, metoprolol, oxybutynin, simvastatin, terazosin, terbinafine, and as needed polyethylene glycol.

Event description:
On (B)(6) 2007, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during a routine follow up visit, an ultrasound dated (B)(6) 2019, revealed aneurysm enlargement (5.8cm to 6.3cm). Follow up computed tomography (date unknown) revealed the patient had a type I endoleak with distal migration of the proximal neck of the graft (amount of migration is unknown). There is aneurysm sac enlargement (0.5 cm from last follow up visit in 2013, CT). The physician reintervened on (B)(6) 2019, and implanted a gore® excluder® aaa aortic extender endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.